Event description:
The patient underwent an interventional procedure. The physician attempted arteriotomy closure with a prostar xl 10f device. When the device was deployed, one of the needles deflected and missed the barrel, presenting in the subcutaneous tissue. Needle backdown was unsuccessful. The physician removed the other needles, enlarged the dermatotomy and with the aid of fluoroscopy, located and removed the missed needle with hemostats. The device was then removed and a sheath inserted. Closure was achieved using manual compression. The patient recovered without incident.